Event description:
Something does not seem right with my daughter's bedwetting alarm. It arrived by mail today and as soon as I put the batteries inside the alarm, it is starting to have gentle vibrations and is getting hot. As time is passing on, the alarm is getting hotter and hotter. I am worried that the alarm will burst if it gets hotter. I thought it is the batteries that have a fault and removed them and replaced them with new ones, but same thing happening. I tried (B)(6). The alarm keeps getting hot. My daughter will not be able to sleep with such a hot object on her body, considering that it is already so hot within 30 minutes.